Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: during testing, the pump powered on to a hard call service cs069 alarm; the alarm was unable to be cleared after rebooting the pump. The issue was determined to be a language file corruption at a flash chip component on the printed circuit board. The alarm issue was seen in the pump¿s black box history written as a call service 087.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service cs069 alarm on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.